Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Event description:
A customer reported that his "sugar was low", he lost consciousness and fell. The paramedics were called and the customer reported he compared a reading of 70 mg/dl obtained on his precision xtra blood glucose meter to a reading of 38 mg/dl received on an unknown health care provider device. The reading comparison was reportedly completed within ten minutes. The customer further reported he was treated with an unknown intravenous glucose solution, and his daughter also gave him a glucose tablet and orange juice. The customer was not reportedly transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.